Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the power pcb assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on using ac or dc power. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed power pcb assembly. The cause of the reported issue was determined to be a failure of pcb jack connector j14 which caused a short and the pcb assembly to become burned.